Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v840296, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The consumer reported that her patient programmer (pp) was showing a call your doctor screen power on reset (por) and this started happening in the beginning of (B)(6) 2015. The consumer reported that therapy has turned off reset to shipping parameters. There was no fall /trauma reported that could be related to this issue. The patient reported the pp batteries are depleted so she put new batteries in then troubleshoot. It was later reported that patient only mentioned that programmer was not working to the manufacturer representative at time of the initial call no por was mentioned in september. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.